Event description:
It was reported that while attaching the atrial lead, no clicking sound was heard on the set screw from the torque wrench. It was not possible for the physician to reverse or loosen the set screw to change the device. The device was left implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.